Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera was replaced. The camera returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. As reported, the returned positioning sensor unit (psu) had the amber fault light illuminated due to a bump detected on july 31st. A check of the event log revealed three previous bump events and a firmware incompatibility issue on may 22. Otherwise, the psu passed an accuracy test (aak) at .10 mm with a passing threshold of .25 mm. This psu has been returned three times previously for this failure but has not been returned to the vendor for analysis and repair. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative was receiving a localizer error message. They checked the ndi toolbox and found the bump sensor had been triggered. No patient was present at the time of the event.

Manufacturer narrative:
The vendor analysis was completed and the fault description of a bump has been confirmed. The returned unit had been characterized as extended pyramid volume. The unit had also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.